Manufacturer narrative:
There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction.

Event description:
Consumer alleges using her heating pad on her couch, then it caught fire causing damages to a couch cushion and heated throw. There was not a report of personal injury with this incident.